Event description:
A nurse (rn) contacted a baxter tech service rep (tsr) regarding the hp having drain problems. The rn mentioned the hp had an overfill (abdominal bloating) one evening last week. Hp stated it occurred, but does not recall during what stage of treatment or the fill and drain volume numbers. No pt injury or medical intervention was associated with this incident.

Manufacturer narrative:
The overfill that was reported in 2007 did not appear in the therapy logs, therefore, this overfill root cause can't be identified. The eval of the function of the device is located below. The homechoice device was evaluated in the pal for the reported difficulties of overfill. Three simulated pt therapies were performed using the pt's therapy settings. During these therapies, no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated pt for exchange using a sartorius digital scale was within design specifications. The crt software was then used to monitor the devices pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed, no problems were revealed during this inspection and all connections were correct and secure. A review of the device service history revealed no past trends. No failure or malfunction of the device was identified that could have caused or contributed to the reported difficulties. The device will be sent to the refurb area for refurbishment.